Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. A surgical procedure was performed in which the cuff was removed and replaced in a more proximal location. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.